Event description:
Procedure performed: unknown. Event description: complaint created from mw5120533. No contact information is available. Balloon ruptured so not staying inflated during use inside the patient. Product is not available for return. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is to follow-up medwatch# mw5120533.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # mw5120533.

Event description:
Procedure performed: unknown. Event description: complaint created from mw5120533. No contact information is available. Balloon ruptured so not staying inflated during use inside the patient. Product is not available for return. Patient status: unknown.